Manufacturer narrative:
Other relevant device(s) are: product ID: 388928, serial/lot #: unknown, foreign report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an allergic problem with the device. Despite therapy being effective, the surgeon had to remove the device. The patient was now being treated by a dermatologist who wanted to know what the different components of the device were in order to try a desensitization protocol. The dermatologist was investigating the potential source of the allergy in the device. Additional information was received from the rep. The model numbers of the ins and lead were provided. The implant date of the ins was reported to be (B)(6) of 2019; however, a conflicting explant date of (B)(6) 2019 was reported. The implant date of the lead was reported to be (B)(6) 2018 and the explant date of the lead as (B)(6) 2019, suggesting that the correct implant date of the ins was also likely (B)(6) of 2018. The allergic reaction was first observed as an inflammatory area next to the device. The cause of the allergy was undetermined. It was noted that this information was confirmed with the physician/account. The physician just informed the rep about this allergy problem, and the physician had no further information to communicate.